Event description:
It was reported that the customer's sensor gave a reading of 58 mg/dl when her blood glucose was 110 mg/dl, causing her insulin pump to alarm with the option to suspend insulin delivery for several hours while she was trying to sleep. The customer declined sensor troubleshooting. Nothing fruther was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-52582.